Event description:
The customer reported that they had produced 20 seals on 20 different platelet products without the wafer being replaced in the terumo sterile tubing welder. The machine alarmed to alert the operator after 20 products had been sampled. The operator then noticed that there was only one wafer in the waste. Patient information is not available at this time. Terumo bct is awaiting the return of the device. This report is being filed in response to the customer filing a sae report with their local authorities.

Manufacturer narrative:
(B)(4). Root cause: the replacement of the wafer is primarily controlled by the movement of the wafer replacement shuttle. This movement is monitored by several detections. When the wafer cassette is empty or the wafer is jammed, the shuttle movement is blocked and an alarm is generated. Secondarily, there is a system that measures the current going through the wafer. Since there is a difference between a used and an unused wafer, the firmware in the device notice this and generates an alarm. With this case, the first alarm was not triggered because a wafer was blocked inside the cassette and the wafer. Shuttle movement was not obstructed. Normally, the secondary system should intercept this but as it appeared, this system seems to have malfunctioned. The manufacturer will continue to monitor this event for future improvement considerations.

Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
Terumo bct internal reference: (B)(4). Investigation: a batch record review was conducted, regarding the production and final release for the lot number in question. No abnormalities were found. Samples from 2 lots of wafers were used in a simulation test of the reported problem. Two observations were made during the sample investigation. The secondary system of the device used by the customer failed. There was a difference between the 2 lots of the wafers that were sampled: it was possible to create an error after several trials with the lot that the customer used. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.